Event description:
A patient reported blood glucose results of 340 mg/dl, 40 mg/dl, 104 mg/dl, and 450 mg/dl with a lifescan meter, performed within 20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.